Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer noted recoverable 23068 errors had reoccurred on universal surgical manipulator (usm) 2. The customer was able to recover and continue to complete the procedure. The system event logs confirmed repeated reoccurrences of sensor and motor faults reported by usm2 axis 6. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed the procedure. The customer informed that the system functionality was checked upon powering up and the system initially powered on without errors. The customer had attempted to restart the system and called technical support. The surgeon disabled/discontinued use of the arm due to the issue. Patient demographic information was provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting errors, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Results are pending completion of failure analysis investigation. The complaint regarding the errors was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. A review of the site¿s system logs confirmed errors 25930, 23068 and 32098 on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. The usm required replacement. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis, and the reported failure of reoccurring recoverable 23068 errors on axis 6, was confirmed and replicated. The usm was tested on an in-house system and failed in normal mode. The unit was also tested on a testing platform and passed lissajous, cva, sine cycle, and fiber tests. The carriage isa, motor rotors and gearboxes will be replaced as a fix. The carriage will be reworked.

Event description:
Refer to h10/h11 for follow-up information.